Event description:
During a coronary artery drug eluting stenting treatment procedure, a complete shaft fracture occurred. The physician attempted to reach the lesion with a taxus express2 2.5 x 24mm drug eluting stent. However, as the physician inserted the taxus stent into the guide catheter a complete shaft fracture occurred. The fractured catheter was removed without any complications. The procedure was successfully completed with another taxus express 2 2.5 x 24mm drug eluting stent. No patient complications or injuries were reported. Patient status is reported as "ok."